Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010. The needle broke at the swage when it was gripped with a needle-holder. There was no adverse consequence to the patient.